Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the barrel was slipping during surgery so the universal clamp would not tension. An alternative barrel was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The device was not returned so an evaluation was unable to be performed. However, a review of the manufacturing records did not identify any issues which would have contributed to this event. The cause is likely attributed to wear over repeated uses because the device's life cycle was shown to be 5 years and this device has been available for use for over 9 years.